Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by moving the patient into another room. A philips field service engineer (fse) went onsite and identified the power supply was defective. The fse replaced the pdu(power distribution unit) fan tray and dcps(direct current power supply) and returned to philips for further analysis. The analysis confirmed the malfunction in pdu fan tray and identified the psu01, psu02, psu03 was defective. After replacement, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.

Event description:
It was reported to philips that the system could not emit x-ray. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.